Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, the commander balloon burst during valve expansion. Upon removal, the nose-tip and the distal part of the balloon separated from the catheter in the iliac artery. A distal tip torn was noted on the sheath. Surgical attempts were made to remove the distal part of the balloon from the patient but was unsuccessful. A bypass was performed to restore circulation in the patient's artery. The patient remained stable post procedure.

Manufacturer narrative:
Correction to sections d4 and h4. Please reference related manufacturer report no: 2015691-2021-02440. The sheath was not returned to edwards lifesciences for evaluation. A review of picture of device showed inflation balloon burst on the delivery system. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformances was unable to be determined. During manufacturing, the sheath shaft components were 100% visually inspected for any defects. During the manufacturing process the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. Per instruction for use (IFU) for sheath removal: remove the suture securing the sheath. Remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards. Do not re-advance the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Have an appropriate dilator ready to occlude the vessel if required. Appearance of the sheath upon removal: some curvature of the sheath may be present. Ripples along the seam are normal. An open tip and seam are to be expected. It is important to remember through the procedure to: initially insert the introducer sheath with the edwards logo facing up. Suture the sheath in place. Once completed, remove the sheath completely with the edwards logo facing up. Remove the sheath without torqueing. Do not re-advance or reinsert the sheath at any time. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for sheath distal tip torn was unable to be confirmed due to no device imagery/device provided. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per report, 'the physician tried to remove the delivery system re-inserting the device into the esheath introducer. While this maneuver was attempted, the nose-tip and the distal part of the balloon broke away from the balloon catheter remaining in the iliac artery of the patient. The tip of the sheath was lightly damaged resembling a distal tip torn'. Per the photo provided, the balloon on the delivery system was burst. This damage to the delivery system can lead to distal tip damage if excessive manipulation was used to retrieve the delivery system. As such, available information suggests that procedural factors (excessive manipulation/removal of burst balloon) may have contributed to the complaint event. However, a definitive root cause could not be determined at this time. Since no manufacturing non-conformances or IFU/training manual deficiencies were identified, a product risk assessment escalation and a corrective/preventative actions are not required.